Manufacturer narrative:
(B)(4). Title: comparison of arndt-endobronchial blocker plus laryngeal mask airway with left-sided double-lumen endobronchial tube in one-lung ventilation in thoracic surgery in the morbidly obese. Source: brazilian journal of medical and biological research, 2018 (1-9) 7. Date of publication: 16 october 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to patients scheduled for elective thoracic surgery, there were 3 malpositions of the device reported in the first 30 minutes when turning the patients from supine to the lateral positions. It was reported that the cuff herniated above the tracheal carina and were repositioned with fibre-optic bronchoscope aid. It was reported that hoarseness of voice and throat pain at the post-anesthesia care unit were increased after 12, 24, 48 and 72 hours after surgery.